Event description:
Related manufacturer report number: 2017865-2022-21527. It was reported that the patient presented for follow-up with over-sensed noise exhibited by the right atrial and right ventricular leads. The patient was scheduled for lead extraction. During the procedure, an insulation breach was observed on both leads. The leads were explanted and replaced. The patient was stable.